Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, on the first firing, the device closed, entered firing mode, I-beam moved a fraction, then stopped and would not fire. The I-beam was able to be retracted and jaws were able to be opened. New reload with reinforcement material was used to complete the procedure. There was no patient injury.